Event description:
Per the customer, during the registration process using the image guided system the registration process failed during the surface refinement section which can lead to inaccuracies during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device log files were not returned for evaluation; therefore, a root cause could not be determined for the event. Log files not submitted by customer for evaluation

Event description:
Per the customer, during the registration process using the image guided system the registration process failed during the surface refinement section which can lead to inaccuracies during the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.